Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient "continuously experienced 3 episodes of peritonitis". The cause for the three peritonitis episodes was not reported. It was not reported if the patient was hospitalized for the first peritonitis event. On an unreported date, the patient was hospitalized for the second episode of peritonitis. On an unreported dates, the patient was "treated for half a month" with vancomycin (dose, route, duration and frequency not reported) and cephalosporins (doses, routes, duration and frequencies not reported) for the first and second episodes of peritonitis. Pd therapy was ongoing (first and second event). A few days after hospital discharge from the second peritonitis event, the patient experienced a third episode of peritonitis. Treatment for the third peritonitis event was not reported. Pd therapy was withdrawn during the treatment for the third episode of peritonitis. At the time of this report, the patient was recovered from the events. No additional information could be provided as the reporter declined follow up.